Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned. In addition, it was noticed that there was a kink in the control wire. The event that the clip failed to release from the catheter could not be confirmed, as the clip assembly was deployed and not returned. However, there was a kink in the control wire indicating that the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-04217, 3005099803-2011-04218, and 3005099803-2011-04219 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, three clips failed to release from the delivery catheter. Each clip was pulled from the tissue without incident. The physician completed the procedure using cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-04217, and 3005099803-2011-04219 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, three clips failed to release from the delivery catheter. Each clip was pulled from the tissue without incident. The physician completed the procedure using cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.